Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). (B)(6). Investigation summary: customer return sample and photograph are not available for investigation. We investigated the complaint issue of the customer in the DHR and checked for all the functionality tests that were performed during the in process quality testing, functionality testing and also the needle penetration force test which is specifically design to rule out this defect of penetration. We also performed the same test again to reconfirm the penetration test on the retention samples of the lot number 8361979. The penetration test on the retention samples are within specification. To further ascertain the complaint we checked for the cannula tip by doing the enlarged magnification of the cannula tip under 128x magnification and to investigate the tip. The tip damage like squeezing of the cannula on the tip was ruled out in the magnification of the tip. This could be a practice issue and can be confirmed if the customer can send us a practice video of venflon insertion. In the absence of the customer sample, it will be difficult to ascertain the confirmation of the complaint. Investigation conclusion: in the absence of the customer sample, it will be difficult to ascertain the confirmation of the complaint. Root cause description: in the absence of the customer sample, it will be difficult to ascertain the confirmation of the complaint.

Event description:
It was reported that a defective catheter occurred with a venflon I 20ga 1.0 mm x 32mm. The following information was provided by the initial reporter, "when I was working in hospital, I was informed by nursing superintendent that they are facing problems with venflon I 20g and almost each and every patient was faced same issue like pain,swelling and then staff needs to change the cannula in 6-8hrs itself and few cannulas are having tip damage during venipuncture." 20 occurrences were reported during use, but the date/time and patient information were not given.